Event description:
It was reported to philips that the system was not turning on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the power was not coming to host pc. To resolve the issue, the fse reset cable and connections of host pc, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.